Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma late : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "ultrasound shows a prosthetic profile with a periprosthetic liquid layer with a dense and uneven appearance. MRI confirmation of suspected intracapsular prosthetic rupture. During surgery confirmation of intracapsular prosthetic rupture¿. This relates to the right side. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Healthcare professional reported "ultrasound shows a prosthetic profile with a periprosthetic liquid layer with a dense and uneven appearance. MRI confirmation of suspected intracapsular prosthetic rupture. During surgery confirmation of intracapsular prosthetic rupture¿. This relates to the right side. The device has been explanted and replaced with a non-allergan device.